Event description:
While monitoring a pt (age and gender unknown), using ECG leads with another co ECG electrodes, the device displayed a wandering baseline, and the message that was displayed on the screen was "ECG lead off". The complainant indicated that changing the ECG cable had no effect. There was no adverse effect on the pt.